Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported to philips that the heartstart xl+ defibrillators capacitor is faulty. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device exhibited a capacitor failure. The customer was provided with a service quote which was not accepted. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided with a service quote which was not accepted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.